Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Consumer complaint of blood results reading "hi." Customer's daughter states that her father feels well and requires no medical attention. Customer's expected blood results are 110-150mg/dl fasting. Verified the strips expire 07/15/2017. Confirms the strips are stored in his bedroom. Customer did not disclose when the vial was first opened. Reviewed meter memory: 1: 237 mg/dl; (B)(6) 2015; 08:31:17 pm fasting: yes, 2: hi; (B)(6) 2015; 10:41:17 pm fasting: yes, 3: 185 mg/dl; (B)(6) 2015; 02:27:17 pm fasting: yes,4: 145mg/dl; (B)(6) 2015; 02:25:17 pm fasting: yes,5: hi; (B)(6) 2015; 02:46:17 pm fasting: yes . Customer has compared his meter to another meter he has and the truetrack is reading his blood sugar levels hi. Hi on (B)(6) 2015 and hi again on (B)(6) 2015.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction strip issue. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of blood results reading "hi." Customer's daughter states that her father feels well and requires no medical attention. Customer's expected blood results are 110-150mg/dl fasting. Verified the strips expire 07/15/2017. Customer confirms the strips are stored in his bedroom. Customer did not disclose when the vial was first opened. Reviewed meter memory: (B)(6). Customer has compared his meter to another meter he has and the truetrack is reading his blood sugar levels hi. Hi on (B)(6) 2015 and hi again on (B)(6) 2015.